Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in a moderately tortuous and moderately calcified vein shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured at 6 atm upon second inflation and was simply removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient's condition was good post procedure.